Manufacturer narrative:
G4: 01may020. B4: 04may2020. During service, the international field service engineer (fse) identified an excessive air volume and so the gas delivery system (gds) was replaced. This event was reported on MFR report #2031642-2020-01042. The fse reported that the newly installed gds started experiencing an intermittent failure after its replacement. The fse serviced the unit again and replaced the gds a second time to address this failure. The unit was returned to the customer in full working condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01oct2020. B4: (B)(6) 2020. Additional notes in the case indicate that the intermittent issue with the newly installed gds was that while in continuous positive airway pressure (CPAP) mode, with a programmed pressure of 10 cmh2o, the pressure was 20 cmh2o, and the message of high pressure regulation appeared. The replaced gds was received for internal failure analysis. The gds was tested and no failures were identified submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of evednt: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported that the ventilator experienced an internal error and produced alarms related to blower stalled, backup alarm failure and 35 volt failure. There was no patient involvement.

Manufacturer narrative:
G4: 05mar2020. B4: 09mar2020. The international field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the power management printed circuit board assembly and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.